Event description:
The customer observed that complement c4 reagent that had expired on 28may2020 did not automatic unload as expected while processing on the alinity c processing module, with alinity system software (B)(6). There were no discrepant patient results generated and no impact to patient management was reported.

Manufacturer narrative:
Concomitant products - alinity ci-series system software ln # 04v20- 11. 3016438761-07/30/21-002-c. Further investigation into issue, it was noted that there is the potential on alinity c and alinity I for an expired reagent cartridge to be incorrectly displayed on the reagent status screen with a status of ¿ok¿ and remain in the reagent carousel for sample processing. A product correction letter was issued on 26jul2021 to all customers with installed alinity ci- series system control module (scm) notifying them of these issues in software versions (B)(6) and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their alinity ci- series scm to software version (B)(6) and provides customers with necessary actions required to mitigate the issues until the mandatory upgrade is completed.